Event description:
It was reported that review of a scheduled transmission identified inappropriately stored atrial tachycardia response (atr) episodes due to oversensing of atrial noise. The information was documented and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.